Event description:
This is a 78 year old woman with a history of sinus bradycardia with dual chamber pacemaker, history of renal transplant, and has had recurrent enterococcal bacteremia with associated lead endocarditis and vegetations observed by tee. She presents now for extraction of her systems. Her pacing leads date back from 2002. Extraction then successively first the 11-french sub-c tool was used on both the atrial and rv leads to release adhesions to the level of the innominate. This was then exchanged to an 11-french tightrail which was first used for the right atrial lead. The atrial lead was removed in its entirety and without complications. The rv lead was then loaded up to the 11-french tightrail. There was fragmentation as the locking stylet had not reached all the way down to the end of the lead. The lead fragmented but ultimately was removed in its entirety without any fragments left behind. Under tee the pericardial space was free of any effusion at any time. At the end of the procedure, she still required some pacing support from the temporary wire. The sheaths from the right groin were removed with figure-of-eight sutures applied for hemostasis. Hardware explanted. The leads explanted were the rv. It was a biotronik synox sx 52/15 bipolar. The atrial lead is a biotronik elox 53-bp bipolar. Both the leads were implanted (B)(6) 2002. The current generator that was removed was a (B)(6) adapta addr01, serial# (B)(6) initially. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5119439.